Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, a 23 mm trifecta valve was implanted. On (B)(6) 2016, severe calcification leading to valve stenosis was noted. The valve was explanted and replaced with an unknown valve. The patient has been discharged. (Clinical study patient ID: (B)(6))